Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy into a defibrillation analyzer and there was no energy output. The customer advised that during earlier testing, the device was charged to 360 joules and discharged into the paddle wells. When this occurred they reported smoke and saw a flash. There was no patient use associated with the reported event.